Manufacturer narrative:
Pc-000211825 date sent to the FDA: 07/29/2018 corrected information: additional information: additional method codes: additional result codes: corrected conclusion codes: the review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5077106. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2010 and the mesh was implanted over an aortobifemoral bypass incisional hernia that measured 2.5cm. Two weeks later, the mesh was removed on (B)(6) 2010 as well as abdominal muscles, nerves, and belly button. It was also reported that there was no pathology report done because the organism which caused of infection was known. It was also reported that the patient experienced bowel obstruction from scar tissue from two prior surgeries. Additional information has been requested.